Event description:
(B)(4). The dentist reported that 3 weeks after the dental implant was installed in intra-oral region # 13 it was verified its non-osseointegration. The implant presented no primary stability and pt had low bone quality (bone type iii).